Event description:
Fidia received this info from (B) (4) (the us distributor for hyalgan) on 25 february 2010: (B) (4) received initial and additional info from a health care provider's office on 22-feb-2010 and 24-feb-2010: a (B) (6) male had his first intra-articular injection of sodium hyaluronate (hyalgan) for right knee pain on (B) (6)-2010 without event. The pt received his second sodium hyaluronate injection (lot 127200, expiration date 22-jul-2012) in his right knee on (B) (6) 2010 and developed a knee infection. Treatment measures included surgery on (B) (6) 2010 to clean out the infection. At the time of the report, the outcome of the event was resolved. No further relevant info reported. Additional follow-up info has been requested.

Manufacturer narrative:
The quality assurance dept at fidia performed a deep eval of the production and quality control documentation relative to the involved batch. This eval included a review of the production process, in-process controls, sterilization print-out, bioburden results, release results and the eval of the quality characteristics of the raw materials and components used in the manufacture of batch 127200. From this eval, no anomaly was found and the lot is considered perfectly in compliance with the specifications.